Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the operating room and found that both leads were tangled in the ipg pocket. Physician felt this was likely the cause of pain and removed the entire inspire system.